Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 11:37:35. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed along with a simulated therapy. The service history revealed no repetitive failures, and no workmanship or process issues related to the reported problem, but did reveal a similar complaint that may be related to the reported problem. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.